Event description:
Information was received via clinic notes that a patient would be scheduled for prophylactic replacement of their vns generator. It was additionally reported that the patient had some vague discomfort in the lower left pectoral region approximately 2.5 inch below the implanted generator itself. The patient had been trying to exercise more with the device that requires exertion with both legs and upper extremities. He had been seizure free for several months. Related to the patient's pain with stimulation their vns settings were lowered. The patient had been seizure free since 2007. Prior to that, they had frequent recurrent seizures. It is unknown if these seizures were above their prevns rate and the relationship to their vns. Good faith attempts are being made for additional details. The patient's explanted generator is in product analysis pending completion.